Event description:
It was later reported that the cause of the event was not determined. It was reported as unknown if related to device. There was no programming done. The patient outcome was reported as patient not recovered symptoms/issue ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called to report that he had stopped using the device because it didn't work for him. According to the patient his healthcare provider (hcp) had tried everything with changing the settings and the "frequencies" but nothing worked. The patient stated that the hcp offered to "move the ins to his ankle," but the patient told his hcp that he did not want to try that. The patient was also told by his hcp that it would be best not to have surgery to remove the device due to the patient's age. The patient asked what types of activities he could do to ensure that the lead/device would not break and this information was reviewed with the patient. The patient stated that he "tried the device for 2 years" and then it didn't work; he thinks it may have stopped working around 2013. The patient also requested guidelines for use of a hyperbaric oxygen chamber with the device. Guidelines were reviewed and patient was advised to discuss further with their healthcare provider. The was no allegation that therapy cessation/changes were sudden. Patient status is unknown at the time of this report.

Event description:
It was reported that patient never had therapeutic effect. It was added that the neurostimulator was functional; it just didn't help with his symptom management. Information received later indicated that the device had being off for over year because it didn't help with symptoms and he never uses it. It was indicated that he wanted to take it out but health care provider thought it was best to leave the neurostimulator in. It was indicated that patient would not have surgery to fix the problem with my system .the implant system didn't help with symptoms; patient was still having problems with his system. Addition information received indicated that the stim never worked and patient turned off stim about 3 years ago. The patient indicated that he tried using the interstim for 3 years and has tried using different settings but it wasn¿t working, he stopped using it and turned it off about years ago. It was indicated that the past few days from the call while lifting weights, he felt like his body was being stimulated and wanted to know if the system can turn itself back on. It was indicated that patient setting was showing setting at 2.2 and on program 4 but power was off. It was indicated that patient was on zocar and benecar then the health care provider did a simple test of a metallic urine test 300-700 hundred chemicals and he had too much mercury in his body. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v467825, implanted: (B)(6) 2010, product type: lead; product ID 3889-28, lot# v467825, implanted: (B)(6) 2010, product type: lead. (B)(4).